Event description:
It was reported the lead had elevated impedance and no capture. It was also reported the lead was removed and returned to the manufacturer. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The information was received from maude adverse event report. Since no device ID was provided, it is unknown if this event has been previously reported, and without a device serial number, the manufacturing date cannot be determined.